Event description:
The pt was on continuous renal replacement therapy (crrt) via the prisma machine. Suddenly, the screen became fuzzy with wavy lines and a white background. The rn at the bedside began pushing buttons. The screen came back.